Event description:
Physician's office nurse reported receiving er1 message on a non-diabetic patient who had come into the office "not feeling well." The nurse stated "I tested her a few times and kept getting er1. I checked the confirmation dot and it was blue. I then read on the test strip insert that er1 could mean blood sugar over 500, so we treated her right then." Treatment was 10 units of regular insulin and 10 units of normal. The patient was given samples of glucophage 500 bid. After insulin was administered "she began to feel better," according to reporter. No other lab comparisons were done. She did not identify patient due to confidentiality reasons. The nurse stated that she had rec'd both er3 and er1 prior to this time on two/three other patients, but in each case had retested with an acceptable result, and reported that none required treatment.